Event description:
It was reported that the patient experienced inadequate stimulation from the left lead of the deep brain stimulation (dbs) system, causing their preexisting symptoms from their parkinsons's disease, tremors, to return. The physician decided to perform a revision procedure to replace the left lead and place a new lead into a new target area. During the procedure when the physician attempted to remove the lead from the lead extension a portion of the lead appeared to have broken off into the lead extension header, therefore the lead extension was also replaced, all pieces of the broken device were removed from the patients' body. The burr hole cover clip was also replaced during the procedure. The patient is also doing well post operatively.

Manufacturer narrative:
Block d2b pro code (product code): nhl, pjs additional suspect medical device components involved in the event: model number/catalog number: nm-3138-55, serial number: (B)(6), batch/lot number: 7115937, model/catalog description: 55cm 8 contact extension, unique identifier (UDI) # (B)(4). Model number/catalog number: db-2202-45, serial number: (B)(6), batch/lot number: 7104239, model/catalog description: dbs directional lead sterile kit 45cm, unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation from the left lead of the deep brain stimulation (dbs) system, causing their preexisting symptoms from their parkinsons's disease, tremors, to return. The physician decided to perform a revision procedure to replace the left lead and place a new lead into a new target area. During the procedure when the physician attempted to remove the lead from the lead extension a portion of the lead appeared to have broken off into the lead extension header, therefore the lead extension was also replaced, all pieces of the broken device were removed from the patients' body. The burr hole cover clip was also replaced during the procedure. The patient is also doing well post operatively. The device has been received, and device analysis is currently being conducted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: nm-3138-55. Serial number: (B)(6). Batch/lot number: 7115937. Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI) # (B)(4). Model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: 7104239. Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI) # (B)(4). A review of the manufacturing records associated with the device indicated that it was successfully processed according to requirements. The device history review, DHR, did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. A labeling review was performed on the devices' instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications.